Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. First it was reported that when the vizigo sheath was placed in the right atrium, the physician had noticed that the vizigo sheath was unable to deflect. The vizigo sheath was replaced and the issue was resolved. The procedure continued. It was also reported that towards the end of the procedure, a cardiac tamponade was noticed in the patient. They had completed mapping with the octaray¿ catheter as well as pulse field ablation (pfa) with the varipulse catheter. During closure, the patient's blood pressure had dropped. Echo and anesthesia were both consulted, and it was confirmed that there was a pericardial effusion present in the patient. A pericardiocentesis was done and drain was placed. Patient was transferred to another hospital and required extended hospitalization. There were no errors or abnormal readings during the procedure. The physician presumes tamponade occurred during transeptal with nrg needle and a vizigo sheath. The vizigo sheath was advanced first for octaray, octaray withdrawn for varipulse, transeptal was lost and reinserted through the same transeptal site. Varipulse reinserted through vizigo. Octaray exchanged for post map. Procedural activated clotting time (act) was 222. 23 pfa ablations were performed, all within the pulmonary veins. Relevant past medical history includes 2 prior cardiac ablations, gerd (gastroesophageal reflux disease), and obesity.